Manufacturer narrative:
Complaint no: (B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated issue with a homechoice (hc) machine, it was reported that the hc began alarming. The alarm was unknown. The home patient (hp) planned to complete therapy using continuous ambulatory peritoneal dialysis (capd), and the technical service representative (tsr) discussed its use with the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.